Event description:
It was reported that a (B)(6) study pt with cancer underwent a kyphoplasty procedure on levels t11, l1 and l4. One day postoperatively, an x-ray revealed cement extravasation inferior to level t1. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.